Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer changed the supplies to address the issue. The customer¿s blood glucose was 400 mg/dl. Reportedly the customer was ¿sick with a cold, and hot temps plus higher than normal bgs¿. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was released from the hospital on 6/29/24.